Event description:
It was reported that the customer experienced a blood glucose (bg) level range that was displayed as ¿low¿; however, a specific value was not provided to 45 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a health care professional.